Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited undersensing. The clinic will continue to monitor the patient. No intervention was performed. The patient had no adverse consequences.